Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pt reported pain and toe cramping . Troubleshooting resolved reported issue. The pt was able to turn stim down with programmer and pt stated pain and toe cramping was gone . This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2016. Indications for use were noted as: gastrointestinal/pelvic floor .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.